Event description:
Pt with history of complete heart block underwent previous unipolar vv1 system with subsequent upgrade. Pacemaker was reprogrammed to detect atrial high-rate episodes. Pt was admitted to the hosp for generator extraction. However, during generation extraction it was noted that the ventricular lead and possibly the atrial lead had insulation and electrode damage near old generator header connection. The leads were capped and the system abandoned. A new dual-chamber system was placed on the left side without difficulty and pacemaker interrogation revealed adequate function, with excellent pacing thresholds.